Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was being used to treat an ostial left anterior descending artery (lad) and an ostial left circumflex artery (lcx). Three slow speed treatments were performed, two antegrade and one retrograde. Imaging was reviewed in between treatments and flow was normal. However, the patient's hemodynamics suddenly changed, and the patient's blood pressure dropped. Angiographic imaging showed slow flow in the lad, but no perforations or dissections were observed. After some time, flow was restored but pressure did not recover. Continuous cardiopulmonary resuscitation was performed with injectable drug administration. The patient was intubated but did not recover. The patient expired. Additional information was received indicating in the physician's opinion, the primary and secondary causes were the patient's moderate lv function and multipole comorbid conditions. In the physician's opinion, the moderate lv and disease location at both the ostial lcx and lad led to the hemodynamic changes and slow flow. In the physician's opinion, orbital atherectomy did not cause or contribute to the adverse events and the patient death.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported low blood pressure, obstruction, death, medication required and unexpected medical intervention appear to be related to operational context. In this case it is possible that the reported low blood pressure, obstruction, death, medication required and unexpected medical intervention are a result of the patient¿s disease severity and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: g3, h3, h6 (codes 4118, 3233, and 11 no longer apply).

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was being used to treat an ostial left anterior descending artery (lad) and an ostial left circumflex artery (lcx). Three slow speed treatments were performed, two antegrade and one retrograde. Imaging was reviewed in between treatments and flow was normal. However, the patient's hemodynamics suddenly changed, and the patient's blood pressure dropped. Angiographic imaging showed slow flow in the lad, but no perforations or dissections were observed. After some time, flow was restored but pressure did not recover. Continuous cardiopulmonary resuscitation was performed with injectable drug administration. The patient was intubated but did not recover. The patient expired. In the physician's opinion, the primary and secondary causes were the patient's moderate lv function and multipole comorbid conditions. In the physician's opinion, the moderate lv and disease location at both the ostial lcx and lad led to the hemodynamic changes and slow flow. In the physician's opinion, orbital atherectomy did not cause or contribute to the adverse events and the patient death.